Manufacturer narrative:
Blank display due to faulty lcd board. Unable to verify failed battery test alarm due to blank display.

Event description:
The customer reported via phone call that the insulin pump had been experiencing battery issues. Customer stated that she received a new battery cap, then a failed battery test occurred. Blood glucose level at the time of the incident was 138 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.